Manufacturer narrative:
The insulin pump was received with corroded battery tube however, passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low battery alarm, failed battery test, battery out limit or weak battery alarms noted. No excessive no delivery alarm or unexpected display anomaly, backlight anomaly or pump restarts its self anomaly noted. No damage found was found on the battery cap noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via telephone call that the insulin pump was alarming for weak battery, even after inserting a new battery. She stated that the insulin pump reset itself completely. The caller stated that the customer had a low blood glucose of 51 mg/dl at the beginning of (B)(6), and that he was treated. She also reported a no delivery alarm. She stated that sometimes pressing the b button to burn on the back light did not work and that pressing act to check an alarm would kick her out. The insulin pump had also alarmed for a failed battery test. The caller was advised to clean the battery cap contact and reinsert a new battery and the alarm recurred. The drive support cap appeared normal. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.